Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o ring.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked. Customer reported that this damage was preventing the reservoir from being held securely in place. The customer reported having a blood glucose level of 456 mg/dl, treating it, then having a blood glucose level of 715 mg/dl. The customer stated that she did not think she was getting insulin due to the damage. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.